Manufacturer narrative:
At this time product has not yet been returned and the provided serial number was deemed invalid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported continuously receiving the error message "60 minutes" when scanning the adc freestyle libre sensor. The customer experienced "head turning and uneasiness' and subsequently lost consciousness. The customer received unspecified treatment by an hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported continuously receiving the error message "60 minutes" when scanning the adc freestyle libre sensor. The customer experienced "head turning and uneasiness'' and subsequently lost consciousness. The customer received unspecified treatment by an hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.